Event description:
It was reported bd phaseal injector luer lock had leakage issues. The following information was provided by the initial reporter: "the customer reported about leakage of endoxan occurring when the injector was connected to the connector of the spike set..."

Manufacturer narrative:
Additional information: d. 10 device available for eval? - yes. D.10 returned to manufacturer on - 2022-06-17. Potential lot number information: d4. Medical device lot #: 2106005. D4. Medical device expiration date: 30 nov 2023. H4. Device manufacture date: 16 jun 2021. H.6 investigation summary: multiple samples were provided to our quality team for investigation. The products were visually inspected, no issues were found on the membrane of the injector or connector, however, a leakage was observed between the connector and the IV set it is bonded to. Further evaluation identified adhesive was visible, however, the connection between the connector and IV set was loose. After properly tightening the connection, functional evaluations were performed and no further leakage occurred. Based on the sample evaluation, it was verified there was no failure related to the injector. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. A device history review was performed for the suspected injector lot 2106005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on our investigation and sample evaluation, no failure related to our device was identified. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal injector luer lock had leakage issues. The following information was provided by the initial reporter: "the customer reported about leakage of endoxan occurring when the injector was connected to the connector of the spike set...".